Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 46 mg/dl. Prior to the hospitalization, the customer was feeling confused and delirious. The customer had changed the infusion set two days prior to the event, and had experienced low blood glucose levels for the past three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.